Event description:
\ Event description boston scientific received information that during a routine visit five days post-implant, this right ventricular lead dislodged. During the revision procedure on the same day, this lead was successfully repositioned but the physician could not successfully reconnect this lead to the original device, as the set screws of the device were blocked. This device was explanted and sucessfully replaced with the same model device, and the lead was successfully connected to the new device. The device was returned to boston scientific for analysis. To date, there have been no reported patient symptoms associated with this clinical observation.